Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular transluminal (evt) procedure, a 10mm 4ccm 80 powerflex pro was delivered to a 90% occluded lesion in the left iliac artery and inflated after stenting but it ruptured at 6 atmospheres. It was unknown how the procedure was completed. There was no reported patient injury. The product will not be returned for analysis. The lesion was heavily calcified and moderately tortuous. During an endovascular treatment procedure, a 10mm 4ccm 80 powerflex pro was delivered to a 90% occluded lesion in the left iliac artery and inflated after stenting but it ruptured at 6 atmospheres. It was unknown how the procedure was completed. There was no reported patient injury. The product will not be returned for analysis. The lesion was heavily calcified and moderately tortuous. Additional information was received that the access site was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type of inflation device is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or was easily removed from the other devices used or from the patient. However, it was intact upon removal.

Manufacturer narrative:
During an endovascular transluminal (evt) procedure, a 10mm x 4cm 80cm powerflex pro was delivered to a 90% occluded lesion in the left iliac artery and inflated after stenting but it ruptured at 6 (six) atmospheres. It was unknown how the procedure was completed. There was no reported patient injury. The lesion was heavily calcified and moderately tortuous. During an endovascular treatment procedure, a 10mm x 4cm 80cm powerflex pro was delivered to a 90% occluded lesion in the left iliac artery and inflated after stenting but it ruptured at 6 atmospheres. It was unknown how the procedure was completed. There was no reported patient injury. The lesion was heavily calcified and moderately tortuous. Additional information was received that the access site was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type of inflation device is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or was easily removed from the other devices used or from the patient. However, it was intact upon removal. The product was not returned for analysis. A device history record (DHR) review of lot 17274872 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.